Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per patient's surgeon, the patient was reimplanted with another device during the explantation surgery on (B)(4), 2011. This report is filed (B)(4), 2011.

Manufacturer narrative:
This report is filed (B)(4), 2011 - (B)(4)

Event description:
Per the clinic, the patient experienced pain with stimulation and facial nerve stimulation with device use. The device was explanted on (B)(6), 2011. It is unknown whether the patient was reimplanted with another device during the same surgery.